Event description:
The customer reported that the paramedics treated her low blood glucose. The blood glucose reading was 12 mg/dl. The customer also reported that the battery did not last more than one day. Troubleshooting was performed. Reviewed the alarm history and found several alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the even. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.